Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw a 1707/coupling issues error. Patient connects to the stimulator with recharger, and it says 0% charge and then goes to 60% charge, excellent connection and then it starts searching again right away. Patient also reported uncomfortable stimulation that feels like electrical charge or sparks shocking him. The issue has been going on for 2-3 weeks or so. The following troubleshooting steps were performed; reset the recharger, dismissed code 1707, located the ins by looking for incision and/or palpating the ins (patient is not able to feel ins, he said he thinks it is deep and he is fairly heavyperson, repositioned the recharger, moved the charger away from the lead, apply comfortable pressure to the recharger, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, recommended using recharger over a thin layer of clothing, recommended decreasing charging speed, confirmed communicator is off while using the recharger. Patient didn't want to add layer of clothing, belt, or adjust the recharging speed. It was noted that the implant site is healed, and patient said the uncomfortable stimulation doesn't bother him. The patient notice the sensation while he is searching for device with the handset. If he gets it a good connection will give the tingling sensation. Like sending an electrical charge to it. Once last night was intense but he moved it to relieve it but that was the first time it bothered him. The issue was not resolved through troubleshooting. An email was sent to the field rep and requested someone call the patient back as the patient was not able to successfully recharge. The manufacturer's rep reported the patient planned to meet with their healthcare professional (hcp) dec. 16th, and the rep planned to follow up with the hcp. On dec. 20th the hcp via the rep reported the shocking/electrical sensation was felt only during a recharge session. Using a layer of cloth to cover the entire surface of the recharger resolved that sensation. The cause of the difficulty maintaining connection to recharge was determined to be due to use error. The hcp and team were able to help the patient position the charger appropriately and charge the battery to 100% and the issue was resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.